Event description:
A journal article was reviewed that contained information regarding leadless implantable pulse generator (ipg) implantation after lead extraction for cardiovascular implantable electronic device (cied) infection. The article reports two complications related to the implant procedure of the leadless ipg. There was one hematoma at the femoral puncture site and one atrioventricular fistula at the femoral puncture site. Both patients were managed conservatively and resolved without surgical intervention. One patient developed pacemaker syndrome suspected to have been due to atrioventricular dissociation and frequent right ventricular (rv) pacing. This patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p) due to worsening heart failure symptoms. The status/disposition of the devices is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6). The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: leadless pacemaker implantation after lead extraction for cardiac implanted electronic device infection. Journal of cardiovascular electrophysiology. 2022;33:464¿470. Doi: 10.1111/jce.15363. If information is provided in the future, a supplemental report will be issued.